Event description:
The lay user/patient's daughter contacted lifescan in 2007 and alleged that the patient's fast take meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient had experienced shakiness and was talking incoherently at the time of concern. She had obtained a result of 506 mg/dl on the reported meter. She took oral medication for diabetes following the use of the meter. An unknown time frame later, the patient received assistance from the emergency services and was treated with food and/or beverage. A result of 78 was also provided; however, it is not known as to when that test was performed. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct. However, the puncture area was not cleaned properly. This complaint is reported because the reporter alleged the patient obtained an inaccurately high result that did not match the patient's symptoms, took oral medication for diabetes, and later received food and/or beverage from emergency services. A replacement meter, control solution, and test strips were sent to the lay user/patient.